Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient reported discomfort at level 10 after a superdimension enb procedure. The patient experienced right side weakness and was hospitalized, diagnosed with small acute cortical infarct. If additional information is obtained a follow-up report will be submitted.